Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited loss of capture and loss of sensing. It was suspected that the lead was dislodged. Programming changes were made. The patient was stable.